Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3.75 inches from the pump housing. The severed/distal portion of the driveline was returned. A pump-end bend relief fracture was observed approximately 0.5 inch from the pump housing. The striations along the fracture faces of the white silicone jacket suggest that the fracture resulted from fatigue. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination of the distal segment of the driveline revealed kinks in the green, yellow, and black wires approximately 0.5 inch from the nipple housing of the metal connector. Further investigation revealed a breach to the insulation of the black wire along the kink. The observed wire damage appeared to be the result of repetitive movement of the wire at this location. The remainder of the driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation and the test did not reveal any additional areas of current leakage. Review of the log file collected from the returned system controller confirmed the reported driveline fault alarm. However, because the black wire's conductors were intact, a correlation to the driveline fault alarm could not conclusively be established. Evaluation of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a driveline fault alarm occurred and was subsequently cleared by the lvad clinician via the system monitor; however, the driveline fault alarm reoccurred. The system controller was exchanged and no driveline fault alarms were observed; however, the alarm reoccurred on the new system controller. The manufacturer's technical services reviewed x-rays that were unremarkable. Log file analysis indicated potential driveline compromise. The patient was elevated on the heart transplant list due to the suspected driveline compromise. The patient received a heart transplant on (B)(6) 2017, and it was reported that a "large break" in the driveline pump-end silastic bend relief was observed on explant. No additional information was provided.